Event description:
During the eval of a returned spectrum infusion pump, 160 occurrences of an "downstream occlusion" alarm were identified in the event history log. There was no patient injury or medical intervention required since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The screw was replaced.